Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; d10; g4; h2; h3; h4; h6. Complaint sample was returned and evaluated against the reported event. Evaluation of the returned product/photographs provided confirmed the following: damage to sterile blister and debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. DHR was reviewed and no discrepancies were found. The root cause of the reported event is likely to be due to transit damage causing the foam packaging to become abraded and shed. The likely condition of the product when it left zimmer biomet was conforming to specification. The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event.. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Product is in process of being returned to zimmer biomet for the investigation and a follow-up MDR will be submitted upon completion. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02722, 0001825034-2020-02724, 0001825034-2020-02725, 0001825034-2020-02726. 0001825034 - 2020 - 02727

Event description:
It was reported that during warehouse stock investigation, debris is noted in the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.